Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and inaccurate cgm values were observed. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.